Event description:
It was reported that a customer in ireland experienced a cart alarm 20 during the load process, preventing successful insulin therapy. There was no reported adverse impact to the customer's blood glucose level. Tandem technical support assisted the customer in loading a new cartridge; however, the alarm recurred, leading to the decision to replace the pump under warranty. The customer was instructed to switch to multiple daily injections as a backup therapy and to return the faulty pump using a pre-paid label within 10 days. A replacement pump was arranged for shipment.